Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date in 1992. Subsequently, the patient was revised on (B)(6) 2014 due to liner wear. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date - unknown.